Manufacturer narrative:
Use of liquiband optima to suture a wound at the level of the eyebrow arch by a doctor at home. A drop of the glue fell in a (B)(6)-old boy's eye (not protected by a compress) and eyelids were glued together. The liquiband optima IFU has the following warning identified in the IFU which indicates a method of prevention for this incident- 'use of cyanoacrylate tissue adhesive near the eye has inadvertently caused some patient's eyelids to be sealed shut. When closing facial wounds near the eye, please position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective at preventing inadvertent flow of adhesive into the eye.' As the IFU indicates the method to avoid accidental discharge of glue into eyes, this event is determined to be a user error.

Event description:
Use of liquiband optima to suture a wound at the level of the eyebrow arch by a doctor at home. A drop of the glue fell in a (B)(6)-old boy's eye (not protected by a compress) and eyelids were glued together. Visit to ophthalmologist without success in opening the eyelid; eye still closed this day. The ophthalmologist tried to cut the eyelash, used paraffin ophthalmic cream.